Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon eval, the monitor experienced a failure during programming. This type of failure is indicative of a likely flash memory failure (u102 and u105). The flash memory components likely had an intermittent bga connection on computer/ analog (ca) board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.